Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw and a helical blade inserter are broken and bent. These were discovered in central sterile processing. No patient involvement reported. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 357.377, lot# 6606044. Supplier: (B)(4), release to warehouse date: may 05, 2011. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. As per the technique guide, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. The shaft was not found to be bent. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Relevant drawings for the returned instrument were examined. The outer diameter of device shaft adjacent to the fracture was measured to 6.11mm be which is within the specification of 6.1mm +/- 0.1. Measured using mitutoyo caliper. The complaint condition was unable to be replicated due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports, non- conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.